Event description:
New information received notes that the right atrial lead exhibited noise that was over-sensed. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.